Event description:
It was reported that the patient presented to the hospital with a heart rate of 30 bpm (beats per minute), although the lower rate was programmed to 60 bpm. The device could not be interrogated, and there was no device function. At a followup two days earlier, the device was operating normally, and it had not reached eri (elective replacement indicators). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed these were due to lifted hybrid bond wires.